Event description:
It was reported that when the console was turned on, it was making rough growling sounds. The console was turned off an turned back on; however, the issue was not resolved. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
E2. Health professional: corrected . The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse verified the console serial number and filled the console chiller with coolant. The console was powered on and initialized without error. It is likely that the coolant level was lower than required, and that could have contributed to noisy console. Therefore, the reported event was confirmed. The fse performed calibrations and checked output power with all values within specifications. The console met the manufacturer's specifications. Based on the information available, and console analysis results, an evaluation conclusion code of cause traced to maintenance, was assigned to this investigation.

Event description:
It was reported that when the console was turned on, it was making rough growling sounds. The console was turned off an turned back on; however, the issue was not resolved. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.